Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient had cloudy pd effluent and fever. The patient was prescribed antibiotics and was able to continue pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 with cloudy pd effluent and a fever. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin and meropenem (dose, frequency, and duration not provided). The pdrn stated that the lab where the cultures were sent has lost the pd effluent cultures; therefore, there are no results. A root cause analysis was performed to determine the cause of the peritonitis; however, the pdrn could not find a cause.

Manufacturer narrative:
Corrected information provided in h10. Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no culture results are available and the cause of the peritonitis remains undetermined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6)2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient had cloudy pd effluent and fever. The patient was prescribed antibiotics and was able to continue pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 with cloudy pd effluent and a fever. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin and meropenem (dose, frequency, and duration not provided). The pdrn stated that the lab where the cultures were sent has lost the pd effluent cultures; therefore, there are no results. A root cause analysis was performed to determine the cause of the peritonitis; however, the pdrn could not find a cause.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 09/oct/2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient had cloudy pd effluent and fever. The patient was prescribed antibiotics and was able to continue pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 with cloudy pd effluent and a fever. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin and meropenem (dose, frequency, and duration not provided). The pdrn stated that the lab where the cultures were sent has lost the pd effluent cultures; therefore, there are no results. A root cause analysis was performed to determine the cause of the peritonitis; however, the pdrn could not find a cause.